Event description:
Device has been explanted.

Manufacturer narrative:
Additional patient information: race- caucasian.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device to be within specification, crease fold, crystalline, and cloudy gel. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, baker grade IV and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and infection.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV and an infection. Device remains implanted.